Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately 5 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the echocardiogram showed calcification of the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the device was replaced due to stenosis and high gradients of the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.